Event description:
Philips has received a complaint on the patient information center ix, indicating "volume needs adjusting. Configuration changed it from 4 to 1 and staff cannot hear it at 1." The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips technical service engineer (tse) remotely accessed the pic ix server and confirmed the volume needed adjustment. The configuration was changed from 4 to 1 and staff cannot hear at 1. The tse troubleshooting the issue was able to log in and show the customer where their sound was different from all other hosts. The sound was set to 1 from 6am to 22:00. The customer was advised and able to change their configuration to reflect other hosts setting/configuration. Results of functional test indicate no device malfunction. Based on the information available and the testing conducted, the cause of the reported problem was a configuration issue by user. The reported problem was confirmed. The device was operational after reconfiguration was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.